Event description:
The clinician reported that the pt was burned during an electrotherapy treatment. The anatomical location of the burn is unk. The burn was in the area of the electrode. Clinician does not have all of the pads to return for eval. No reported injury treatment and/or post injury treatment was reported from the clinician.

Manufacturer narrative:
Engineering evaluated both devices in this complaint and found no problems with either device. Both devices performed to specification. Date of mfg= 06/2006.